Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured. The amount of detected bacteria was less than the action level in all cases and results conformed to french regulations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed. The event can be prevented by following the instructions for use which describes the reprocessing methods in the following chapters: -chapter 6 compatible reprocessing methods and chemical agents. -chapter 7 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: right left knob angulation had play, up down knob angulation had play, connector leaked, switch section key top 1 scratched. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer, suctions water out of the instrument channels and flushes out the air/water channel, auxiliary washing channel, balloon channel and the forceps elevator channel. During manual cleaning, the customer used soluscope cln detergent and albyn medical double brosse 180cm brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The customer did not manually disinfect the scope. The scope was stored using plasmatyphoon and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that all the channel on the evis exera ii ultrasound gastrovideoscope tested positive for one (1) colony forming unit (cfu) of staphylococcus warneri and 11 colony forming unit (cfu) of hafnia alvei on (B)(6) 2022, and the elevator channel tested positive for 2 colony forming unit (cfu) of staphylococcus capitis, one (1) colony forming unit (cfu) of brevibacterium casei, and 4 colony forming unit (cfu) of staphylococcus epidermidis on (B)(6) 2022. The scope elevator channel tested positive for greater than 100 colony forming unit (cfu) of unspecific micro-organisms species on (B)(6) 2022, and all channel tested positive for greater than 100 colony forming unit (cfu) of unspecific micro-organisms species, tested positive for 2 colony forming unit (cfu) of bacillus cereus, tested positive for one (1) colony forming unit (cfu) of hafnia alvei, tested positive for 2 colony forming unit (cfu) of unspecific micro-organisms species, and tested positive for one (1) colony forming unit (cfu) of champignon filamenteux on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.